Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated report: 3006460162-2020-00042. Product has been received by orthopediatrics and the investigation is in process.

Event description:
It has been reported that during the inspection of a rod reducer, it was found to be fractured. The location of the fragmented component is unknown. No adverse events have been reported as a result of the malfunction.